Manufacturer narrative:
(B)(4). It was reported the patient underwent laparoscopic hernia repair for incarcerated ventral hernia right at the falciform ligament on (B)(6) 2014. During the procedure, adhesions were found around the abdomen and these were taken down around the defect. On (B)(6) 2014, the patient underwent laparoscopic repair of ventral hernia using biological mesh. The patient was found to have a small ventral hernia to the left of the previous repair as well as one inferiorly in the midline. During the procedure, the patient was found to have adhesive abdominal wall and these were taken down and the small defect adjacent to the previous mesh was repaired with biological mesh.

Manufacturer narrative:
Date sent to the FDA: 11/23/2015. The patient reported that mesh has grown into their organs. Additional information has been requested.

Manufacturer narrative:
The patient reported that he had a hernia repaired with mesh. The patient noted that he had issues in that area and it was determined that a second procedure was necessary due to a hernia reoccurrence. In the second procedure a 6x6 unknown biological mesh was used to repair the hernia. Subsequently the patient experienced discomfort and it was determined that the second mesh had adhered to his organs.

Event description:
It was reported that the patient underwent emergency surgery for hernia repair on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced pain in the abdomen and a knot in the same location as the surgery. The physician performed an MRI to determine if another hernia occurred and MRI was negative. The patient has undergone additional emergency surgeries for cancer treatment. On (B)(6) 2014, the patient underwent hernia repair surgery and is following up with the physician. Additional information has been requested.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.